Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. Correction: d4 and g4. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed which was likely due to a component failure of the ceramic head (insulation beak) and the ceramic tip had been re-adhered. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the resection sheath, outer sheath, abs. Ceramic tip is loose. The issue occurred during set up / inspection for use (before patient in room). There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.